Event description:
A customer contacted beckman coulter inc. (Bec), in regards to obtaining a higher than expected vitamin b12 result above the normal reference range for one (1) patient generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, subsequent testing of the original sample and an additional sample produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The vitamin b12 samples were collected in a plastic bd lihep plasma tube with a gel separator. Centrifugation information has not been supplied to date. The customer stated to customer technical support (cts) that the samples were normal in appearance. Per the customer supplied qc charts, both levels of vitamin b12 qc were within the customer's established ranges prior to and on the day of the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications. Service was declined by the customer. A definitive root cause has not been determined to date for this event.